Manufacturer narrative:
(B)(4): results/conclusions: severely calcified lesion. Eval summary: the device was returned for eval. Stent was positioned on the balloon between marker bands as per spec. The distal tip was slightly frayed indicating that it may have been stubbed during advancement. A number of struts on the 12th and 13th proximal stent segment were partially raised and deformed. One strut on the 1st distal segment was raised. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to united states distributed product (B)(4).

Event description:
An attempt was made to use a driver sprint rapid exchange coronary stent system diameter 3mm length 30mm to treat a severely calcified lesion in the proximal/mid lad by direct stenting. The device failed to cross the lesion. The physician pre-dilated the lesion and attempted to cross again. This was unsuccessful. Physician confirmed that the stent strut was flared. Physician then decided to use a non-medtronic stent and completed the procedure. No health hazard was caused to the pt. No add'l clinical sequelae were reported.